Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to disconnect tubing, perform specific maneuvers, and deliver boluses to resolve the issue, resulting in successful delivery and instructions for the customer to replace supplies and resume insulin therapy.